Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited high, out-of-range shock impedance measurements of greater than 125 ohms. Device data was submitted to technical services for troubleshooting recommendations. Technical services discussed troubleshooting steps to test lead integrity, including patient movements/isometrics, taking multiple impedance tests in a row, and considering the delivery of 1.1 joule and 41 j shocks to see the true impedance measurement. Technical services found no other abnormalities in the data and no episodes showing noise. No adverse patient effects were reported. The lead remains implanted and in service.